Event description:
N/a.

Manufacturer narrative:
The device was not returned for evaluation. The reported complaint is unconfirmed. Failure analysis and root cause cannot be completed due to the lack of information received to perform an investigation. The device was not returned. It was reported that other devices ( levo cervical and trios ) were used in this case and it is unclear if the reported incident was caused by mayfield complaint or the other devices.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that an unspecified mayfield skull clamp was involved in a case that caused a laceration on patient's left temporal area. Additional information received on 18oct2019 and 21oct2019 indicating that the incident happened on (B)(6) 2019. The patient was positioned with a mayfield and levo during an unspecified surgery; the surgeon realigned patient. It was reported that the patient's head slipped while repositioning. The laceration was repaired with stitches on patient's left temporal area and was discharged from hospital on (B)(6) 2019. There was no known delay in surgery. Additional information has been requested.